Event description:
A capio open access suturing device was used in a therapeutic procedure. The needle driver would not go back anf forth so the physician used another capio to complete the procedure successfully with no pt complications.